Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked; further described as a ¿there were moisture droplets in the container." The device was filled with 5-fluorouracil. The issue occurred during infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from september 22, 2022 to september 23, 2022. H10: the device was received for evaluation. A visual inspection with the naked eye was performed which noted fluid inside the housing which suggested a leak. Further inspection revealed the leak was coming out at one side of the bladder crimp. The reported condition was verified. The cause of the condition was a manufacturing related issue. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.